Manufacturer narrative:
Investigation summary: four photos of a 1ml syringe in a fully sealed blister pack from batch 0204839 (p/n 309628) were received and evaluated. It was observed there was no visible print on the barrel, which was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 0204839 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the missing print defect is associated with the marking process. The aql for missing print is (B)(4). The defective rate identified is (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 0204839 is considered in compliance with our product specification requirements.

Event description:
It was reported that at least one bd 1ml syringe luer-lok" tip experienced missing scale marking. The following information was provided by the initial reporter: product name: bd 1ml syringe leur lok tip, material/catalog number: 309628. Syringe contains no graduation markings . Affected syringes quarantined.